Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a revision procedure where the lead was explanted and replaced. The lead was retained by the medical facility and will not be returned for analysis.